Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing and far-field r wave oversensing were observed on the atrial lead. Diagnostic imaging was performed and revealed that the position of the atrial lead had changed. No intervention was performed; atrial pacing was disabled and the patient was stable.